Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019; 459878 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) caused the patient to experience a "slow ventricular tachycardia". The crt-d was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.